Event description:
Reported via journal article it was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The tug test was completed, no residual gap was noted, and measurement of the deployed device ranged from 26 to 29 mm with a compression ratio of 17% to 26%. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had migrated proximally. The images showed that the device appeared to be anchored by only one superior anchor. The patient underwent open heart surgery to remove the closure device. During surgery the closure device was successfully removed from the patient and the laa was excised. The patient did well following surgery and was discharged home five (5) days post procedure. Two (2) weeks post open-heart surgery the patient was doing well without any issues. Two (2) months post open-heart surgery the patient remained in good condition doing well.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: saleeb, a. G., farina, j. M., jenkins, a., zeineddine, r., shawwaf, k., yang, e. H., ... & downey, f. X. (2024). Surgical removal of a migrated watchman device. Methodist debakey cardiovascular journal, 20(1), 80. Doi: 10.14797/mdcvj.1414.